Manufacturer narrative:
Date of birth not provided, weight not provided, device product code not available, lot number not provided, device manufacture date unknown.

Event description:
Doctor reported that the unknown prosthetic screw stripped.

Manufacturer narrative:
The reported stripped screw was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Complaint indicating that the prosthetic screw was stripped could not be verified with the information presented, as the reported screw was not returned for inspection. A root cause for the complaint could not be determined.